Event description:
Complainant alleged that during functional testing, the device did not respond to the front panel controls. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical australia; the customer's report was duplicated and attributed to the front enclosure. The front enclosure was replaced to remedy the report. The device was recertified and returned to the customer. The front enclosure was returned to zoll medical corporation, united states to be scrapped. Analysis for reports of this type has not identified an increase in trend.